Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-07040. It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 17 atmospheres. Another 15mm x 2.75mm nc quantum apex balloon catheter was advanced in exchange to the first balloon catheter. However, upon the first inflation, the balloon also ruptured at 17 atmospheres. Both devices were retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The nc quantum apex catheter was received with no original packaging or other devices. There was blood in the inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple kinks throughout the catheter. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 17 atmospheres. Another 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced in exchange to the first balloon catheter. However, upon the first inflation, the balloon also ruptured at 17 atmospheres. Both devices were retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.